Event description:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. The authors state that management of both complicated and uncomplicated stanford type b aortic dissections (adb) and intramural hematomas (imhb) remains a matter of debate. The authors conclude current guidelines consistently recommend endovascular repair for complicated cases and increasingly support intervention in uncomplicated dissections with clinical or morphological risk factors. However, there is no consensus regarding the optimal treatment strategy beyond the choice between endovascular and open repair. The aim of this study is to examine and find a favorable aortic remodeling (ar) and prevent chronic dilatation while maintaining an acceptable benefit-risk ratio. This retrospective, single center observational study includes all patients who underwent this spot-stent grafting for acute of aortic dissection stanford type b (adb) or intramural hematoma type b (imhb) between (B)(6)1997 and (B)(6) 2024, they were started to be treated from (B)(6) 1997 with unknown implant dates. A total of 846 patients were treated, however only a total of 30 patients (21 men; median age 62.9 years, range 29¿79) were analyzed for this study. All patients at this institute were treated by a gore® tag® thoracic endoprosthesis device of one generation; but it is not broken down which of the tag generation was used in these patients. Further, it was stated in that literature that 'with respect to device selection, grafts without proximal bare stents and with low radial force are recommended; at our institution gore® tag® devices were primarily used according to this strategy'. Adverse outcomes, stated under 'aortic reinterventions' (per table iii): - 7 of the patients underwent aortic-related reinterventions at unknown dates. The patient #1 is recorded under this case ID. This patient underwent a reintervention at unknown date and distal extension was performed. The patient is stated in the literature as 'alive'.

Manufacturer narrative:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. B3: the date of event is unknown. Therefore, the event date was chosen as when the literature was published online, here 06-mar-2026. H6, investigation is still ongoing. No preliminary results are currently available. The serial number of the device remains unknown. The author is contacted and further communication is still ongoing for gathering additional information. The device remains implanted; therefore, no product evaluation could be performed. The serial number is not reported, the device lot number is unknown. H3 / h4: no information is available; the manufacturing date remains unknown. However, the device gmdn number (48060) correlates to the reported gore® tag® thoracic endoprosthesis which was implanted in this patient and the literature study range stated the first implantation(s) were started in (B)(6) 1997. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.